Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. It was reported that the tip of the driver broke off during insertion of a bone screw. The tip of the driver was not able to be retrieved from the bone screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.